Event description:
The pt's pump and catheter were explanted and replaced due to poor control of pain for several years. The pt had been experiencing poor pain control for several years. A pump study was done on 1/5/2007. Rotor studies times two were normal. A catheter dye study showed no dye anywhere. The catheter was not seen to enter the intrathecal space on x-ray. The catheter was explanted in 2007. The new catheter was placed in the lumbar vertebrae. The pump was electively replaced at the same time as it was included in the serial number range of the cap detach recall and it was 8 years old. Upon removal of the pump, the cap was intact. The drug used in the pump is fentanyl. The hcp reports the pt recovered without sequela.